Manufacturer narrative:
This product is not marketed nor, intended to be heated to the temperature of the mentioned using a co2 laser. The surgical pattie, and surgical strips, are indicated for the use and protection of tissue, including brain and other tissues of the central nervous system, during surgery. These devices are composed of vinyl barium stripe, a patty material of rayon, and polyester string, which are flammable under these circumstances.

Event description:
The hospital has reported of instances of our patties catching fire during microlaryngoscomies. The particular incident in question occurred whilst they were using the patty damp with a co2 laser @ 10watts, which she assures me is a normal setting. The tantalum strip caught on fire, but the rest of the patty didn't. Most importantly the pt was ok.